Event description:
(B)(4) constant uti/frequent urination, excessive bleeding, cramps, night sweats, feel body attacking itself, spotting after sex abdominal spasms and unexplained pain, feeling of something ripping inside, discharge all over body pain , constant being tires, severe bloating heartburn bowel issues , beg stage of diverticulitis, tingling sensations nerve pain brain fog cloudiness and forgetfulness, anxiety attacks got worse, depression off and on, ringing in ears, endometriosis, micronaps, forgetfulness and memory loss, numbness in thigh, nerve pain, anemia, vitamin d deficiency, easily bruising, vitamin b12 deficiency, inability to maintaining blood sugars, chemical and food sensitivities got worse, metal allergies to where I can't wear jewelry, food allergies the reactions are worse , fat deposits on skin, heart murmer, heart palpitations, thyroid cancer, that was not secondary, dental problems, periods of insomnia, thyroid disease and cancer, fatty liver, weight gain and can not lose the weight or it comes right back, sleep apnea, swollen glands, muscle spasms in back and legs, demaculate degeneration in eyes with no reason why, dry hair and skin.